Manufacturer narrative:
(B)(4). Date sent 8/16/2023. D4 batch #248c68. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. Check that the reload is held firmly within the jaws. Before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 248c68, and no non-conformances were identified. The lot#275c95 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "transected out the bad staple line"? - the anastomosis had to be redone. 2. Did the trigger advanced with no staples deployed? - no. Staples were deployed, but the jaws were not aligned properly, resulting in malformed staples. 3. Were there missing staples from the staple line? - no. 4. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? - irregular. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the open inguinal repair procedure the surgeon had to do a small bowel resection where he used the device to staple the common enterotomy on the anastomosis when upon firing stapler, the locking pen was crooked which resulted in the surgeon having to do the anastomosis. They transected out the bad staple line and anastomosis. They pulled a new like device and redid the anastomosis. No patient consequences.